Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("fractured essure was in the omental adhesions to the right lower quadrant"), device breakage ("fractured essure"), peritoneal adhesions ("omental adhesions") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), peritoneal adhesions (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and back pain ("back pain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, peritoneal adhesions, genital haemorrhage, pelvic pain and back pain outcome was unknown. The reporter considered back pain, device breakage, device dislocation, genital haemorrhage, pelvic pain and peritoneal adhesions to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: possible fractured essure device. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation report refers to unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including irregular bleeding (understood as genital bleeding). She underwent a surgery on (B)(6) 2016 and a fractured essure was found in the omental adhesions to the right lower quadrant. The device was removed and most of her symptoms resolved. In this case the exact date and mechanism of the reported device breakage and dislocation into the pelvis (omentum) are unknown, also limited information was provided regarding patient's bleeding. The case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation into pelvis of coil."), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("fractured essure was in the omental adhesions to the right lower quadrant"), device breakage ("fractured essure/ essure was broke"), peritoneal adhesions ("omental adhesions") and genital haemorrhage ("irregular bleeding") in a 40-year-old female patient who had essure (batch no. 841859) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation was performed on the same day of essure insertion". The patient's past medical history included low back pain, depression, vaginal infection, vaginal discharge, anxiety and vaginal itching. Concurrent conditions included night sweats, vaginal odor and mood swings. Concomitant products included escitalopram oxalate (lexapro) and fluoxetine hydrochloride (prozac) since 2016. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), peritoneal adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia") and abdominal pain ("abdomen pain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016), surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, peritoneal adhesions, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, peritoneal adhesions, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: attempted procedure - unable to pass catheter x-ray - on (B)(6) 2016: possible fractured essure device. Essure confirmation test: (B)(6) 2016, other (please describe) not able to complete test - appears coils in pelvis on one side. A plain film and CT showed a fracturing of the ensure device. Concerning the injuries reported in this case, the following one were reported via medical record confirming events menorrhagia, dysmenorrhea, lower back pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet received. Events outcome pain (pelvic, back & abdominal) are recovered resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("fractured essure was in the omental adhesions to the right lower quadrant"), device breakage ("fractured essure"), peritoneal adhesions ("omental adhesions"), genital haemorrhage ("irregular bleeding") and perforation ("perforation (other) please describe and state the location of the perforation: perforation into pelvis of coil.") In a 40-year-old female patient who had essure (batch no. 841859) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included low back pain and depression. In 2011, the patient experienced perforation (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), peritoneal adhesions (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia") and abdominal pain ("abdomen pain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016), surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, peritoneal adhesions, genital haemorrhage, pelvic pain, back pain, perforation, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, perforation, peritoneal adhesions and vaginal haemorrhage to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: attempted procedure - unable to pass catheter x-ray - on (B)(6) 2016: possible fractured essure device . Essure confirmation test: (B)(6) 2016, other (please describe) not able to complete test - appears coils in pelvis on one side. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal haemorrhage, menorrhagia, perforation of organs nos, abdomen pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation into pelvis of coil."), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("fractured essure was in the omental adhesions to the right lower quadrant"), device breakage ("fractured essure/ essure was broke"), peritoneal adhesions ("omental adhesions") and genital haemorrhage ("irregular bleeding") in a 40-year-old female patient who had essure (batch no. 841859) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation was performed on the same day of essure insertion". The patient's past medical history included low back pain, depression, vaginal infection, vaginal discharge, anxiety and vaginal itching. Concurrent conditions included night sweats, vaginal odor and mood swings. Concomitant products included escitalopram oxalate (lexapro). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), peritoneal adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia") and abdominal pain ("abdomen pain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016), surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016), surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016), surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, peritoneal adhesions, genital haemorrhage, pelvic pain, back pain, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, peritoneal adhesions, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: attempted procedure - unable to pass catheter x-ray - on (B)(6) 2016: possible fractured essure device essure confirmation test: (B)(6) 2016, other (please describe) not able to complete test - appears coils in pelvis on one side. A plain film and CT showed a fracturing of the ensure device . Concerning the injuries reported in this case, the following one were reported via medical record confirmimg events menorrhagia, dysmenorrhea, lower back pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record- all relevant medical history,concurrent condition and concomitant medication added. Events medical device monitoring error. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation into pelvis of coil."), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("fractured essure was in the omental adhesions to the right lower quadrant"), device breakage ("fractured essure/ essure was broke"), peritoneal adhesions ("omental adhesions") and genital haemorrhage ("irregular bleeding") in a 40-year-old female patient who had essure (batch no. 841859) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation was performed on the same day of essure insertion". The patient's past medical history included low back pain, depression, vaginal infection, vaginal discharge, anxiety and vaginal itching. Concurrent conditions included night sweats, vaginal odor and mood swings. Concomitant products included escitalopram oxalate (lexapro) and fluoxetine hydrochloride (prozac) since 2016. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), peritoneal adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia") and abdominal pain ("abdomen pain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016), surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016), surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016), surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device breakage, peritoneal adhesions, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, peritoneal adhesions, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: attempted procedure - unable to pass catheter x-ray - on (B)(6) 2016: possible fractured essure device essure confirmation test: (B)(6) 2016, other (please describe) not able to complete test - appears coils in pelvis on one side. A plain film and CT showed a fracturing of the ensure device concerning the injuries reported in this case, the following one were reported via medical record confirming events menorrhagia, dysmenorrhea, lower back pain, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("fractured essure was in the omental adhesions to the right lower quadrant"), device breakage ("fractured essure"), peritoneal adhesions ("omental adhesions") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), peritoneal adhesions (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and back pain ("back pain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy and lysis of adhesions on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, peritoneal adhesions, genital haemorrhage, pelvic pain and back pain outcome was unknown. The reporter considered back pain, device breakage, device dislocation, genital haemorrhage, pelvic pain and peritoneal adhesions to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: possible fractured essure device. Company causality comment: this litigation report refers to unspecified aged female plaintiff who had esssure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including irregular bleeding (understood as genital bleeding). She underwent a surgery on (B)(6) 2016 and a fractured essure was found in the omental adhesions to the right lower quadrant. The device was removed and most of her symptoms resolved. In this case the exact date and mechanism of the reported device breakage and dislocation into the pelvis (omentum) are unknown, also limited information was provided regarding patient's bleeding. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.